Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third- party service center and found evidence of foam degradation during device evaluation and the complaint was not confirmed. The device's downloaded event log was reviewed by the service center and found 1 error logged, e-22. The device passed all final test and the device software version v1.0.6.2690 has been upgraded and device has been scrapped.